Event description:
This pt experienced declining performance with her cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to manufacturer's specs. Explantation/reimplantation surgery is yet to be scheduled. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.